Event description:
Customer reported false low patient results were generated for blood urea nitrogen (bun), creatinine (cr-s) and total bilirubin (tbil) on their unicel dxc 600i synchron access clinical system. The customer provided patient data for the four (4) patients with low results. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.

Manufacturer narrative:
A beckman coulter customer technical support specialist (cts) assisted the customer troubleshoot over the phone. The cts was unable to resolve the issue over the phone and sent out service. A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 600i synchron access clinical system. The fse inspected the instrument and found that the reagent crane level sense bead cable was worn. The fse replaced the reagent crane level sense bead which resolved the issue. The fse verified system performance without further issues. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).